Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Based on the length of time that the pulse generator has been implanted, generator battery end of life is not a likely cause of the high lead impedance test result. Review of x-rays by MFR did not reveal any obvious discontinuities in the vns therapy system. Lead break is suspected. Revision surgery is likely. No serious injury was reported in conjunction with the high lead impedance condition.